Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the returned device was confirmed to be fractured upon visual analysis. Manufacturing records were reviewed and no relevant issues were found and revealed an instrument of approximately 3 years old. The plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
It was reported that the surgeon could not properly rotate the shaver the handle was being used with. Upon inspection, it was noticed that the "colars" inside the handle were broken.

Event description:
It was reported that the surgeon could not properly rotate the shaver the handle was being used with. Upon inspection, it was noticed that the "colars" inside the handle were broken.